Event description:
(B)(4). It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The expiratory pressure transducer board was returned for investigation. The device logs confirmed that there was a problem with the pressure transducer sub-test during the pre-use checks tests indicating a problem with the expiratory pressure transducer printed-circuit (pc) board. Tests in a reference system also confirmed the reported problem. The cause for the problem was found to be the pressure sensor. Microscopic inspection showed evidence of the contamination/oxidation on the pressure sensor. Our conclusion into the reported matter is, that the sensor has been affected by liquid/high humidity, which has led to a contamination/oxidation on the pressure sensor. The source of the liquid/high humidity exposure, has not been determined from this investigation. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2016.

Event description:
(B)(4).